Event description:
It was reported that the keypad was sticking and that the ok, up and down arrow keypad buttons were intermittently unresponsive. In addition, it was reported that the patient wore the pump underneath clothing, in a pocket or attached to a belt.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.